Event description:
Customer requested training with her adc blood glucose meter. Customer reported she was unable to use her adc blood glucose meter because she needs the calibration bar for the strips since her meter shows dashes for lot number. Customer further reported subsequently experiencing nausea, vomiting, and shortness of breath. Customer was seen in a health care facility and was diagnosed with hyperglycemia and diabetic ketoacidosis. Customer was treated with insulin drip, fluids via intravenous, sodium chloride potassium mixture, and oxygen. Customer self treated by drinking lots of water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The medical event was related to a training issue, hence there is no indication of a product malfunction. Therefore no further investigation of the product is required. The date of manufacture is unknown.